Event description:
It was reported to philips that the system was unable to turn on. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited the site and confirmed the reported problem. The host pc, ippc, and mdy were off, the bank e led on the gpdu was off, the front panel fuse was normal, and the pdm control board led was off. He issues indicated a likely defect in the gpdu rear panel. To resolve the problem, gpdu rear panel was replaced on another case. After replaced the gpdu rear panel, the system was returned to use in good working order. The codes were updated based on the investigation outcome.